Manufacturer narrative:
Batch review performed on 13 july 2026 gmk-sphere 02.12. E0414fl gmk-sphere tibial insert e-cross - flex 4l - 14mm (k202022) lot. 2525066: (B)(4) items manufactured and released on 16-oct-2025. Expiration date: 2030-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established. It is likely that the insert was not correctly engaged with the tibial baseplate during the first revision, but this cannot be confirmed. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
Primary surgery performed on the (B)(6) 2024. First revision surgery performed on the (B)(6) 2026 due to knee laxity. Second revision surgery performed on the (B)(6) 2026 due to disengagement of the liner from the tibial tray. Explantation of the liner and implantation of a tibial insert fixed sphere flex using the dedicated torque limiter.